Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window,cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.